Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) number without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Device report received from synthes gmbh. Customer notified the ministry of health that two of the screws implanted (B)(6), 2010 for a fibula fracture, broke postoperatively. Hardware was removed (B)(6), 2011. This is the 2nd of 3 reports submitted on this event.